Event description:
A malfunction alarm with code malf 3 was reported, and prior notable events were denied. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the customer¿s understanding to switch to multiple daily injections as a backup insulin therapy. The pump, which was under warranty, was set for a replacement by technical support. The customer was instructed to place the faulty pump in storage mode and return it using a pre-paid label within 10 days, with all instructions acknowledged and understood.